Event description:
It was reported that the patient had the inflatable penile prosthesis tubing length adjusted due to unspecified reasons. No components were removed or replaced. The event resolved. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient had a trouble to control the device with malfunction. The tubing attached to the pump.